Manufacturer narrative:
Customer name and address- phone: (B)(6), postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cystoscopy, the polymer jacket of a hiwire nitinol hydrophilic wire guide peeled off of the wire. The device coating was activated with sterile saline prior to use. The device was then advanced into the patient over an existing 5fr ureteral catheter. When the device was removed, the polymer jacket was discovered peeling off of the device. The device was replaced with another wire to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a cystoscopy, the polymer jacket of a hiwire nitinol hydrophilic wire guide peeled off of the wire. The device coating was activated with sterile saline prior to use. The device was then advanced into the patient over an existing 5fr ureteral catheter. When the device was removed, the polymer jacket was discovered peeling off of the device. The device was replaced with another wire to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One hiwire nitinol hydrophobic wire guide was returned for investigation in a used condition. The wire sheath was peeled off. The device was sent to the supplier for evaluation. Damage noted to the polymer jacket material over the proximal 5.30cm (2.65cm of the polymer jacket material was displaced distally over itself exposing the proximal 2.65cm of the metallic core wire) appeared consistent with advancing the companion device over the specimen wire against resistance. A document-based investigation evaluation was also performed by cook and by the device supplier. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The supplier conducted a review of the device history records of the specimen device, which did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated this product was final inspection tested and was determined to be acceptable. The supplier investigation concluded that the product met specification at the time of shipment. The device is provided with instructions for use which caution the following: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. Based on the available information, cook has concluded that a cause for the event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.